Manufacturer narrative:
(B)(4).

Event description:
It was reported that on literature review "comparison of intramedullary magnetic nail, monolateral external distractor, and spatial external fixator in femur lengthening in adolescents with congenital diseases", after using a modular rail systemor a taylor spatial frame, seven (7) patients presented pin-site superficial infection ((B)(4)), one (1) patient presented malunion union and three (3) patients presented fracture post frame removal ((B)(4)). It is unknown how this adverse events were treated. Further information is unknown.

Manufacturer narrative:
Results of investigation: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any relevant clinical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.